Event description:
Recent testing showed beginning failure of pacemaker generator implanted 12/11/90. Seen by family physician 7/14/95. EKG strip run which revealed atrial fib rhythm, with the pacemaker firing but it was irregular. Pt referred to cardiologist who reffered pt to surgeon via telephone.